Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when was the original procedure?--- laparoscopic distal gastrectomy. What was the indication for surgery? ---no information for the hospital. What specific vessel was device used on? ---no detailed information from the hospital. How many clips on patient side? --- no detailed information from the hospital. How many clips on specimen side? --- no detailed information from the hospital. Was the device loaded off the vessel? ---yes. Was the loading and firing a one or two step process? --- no detailed information from the hospital. Where there any issues noted in primary or secondary procedure with clip formation? ---no issue with clip formation. The clip was not fall into the patient. How was the bleeding identified? ---3 days after the original procedure, abdominal pains occurred. The hematoma was found from the laparoscopic inspection. How was bleeding treated? ---the hematoma was removed on the secondary laparoscopic procedure. The bleeding point was unknown. The surgeon thought the cause of the bleeding was not the clip. The cause of the bleeding was unknown. Any patient pre-existing condition and co-morbidity? ---no detailed information from the hospital. What is the current patient status? ---the patient is stable.

Event description:
It was reported that after a laparoscopic distal gastrectomy procedure, bleeding occurred. Re-operation was performed.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and is being considered a malfunction. Additional information: the hematoma was removed on the secondary laparoscopic procedure. The bleeding point was unknown. The surgeon thought the cause of the bleeding was not the clip. The cause of the bleeding was unknown.